Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system after receiving the wrong infusion sets; correct contact detach steel needle sets were subsequently shipped and the patient was advised on temporarily using the incorrectly sent sets. Customer care provided assistance that included troubleshooting with education on proper infusion set use. Investigation of this case revealed that glucose levels improved after follow-up and correct supplies were provided, and no device malfunction was confirmed. Symptoms included headache and fatigue with a documented blood glucose of 405 mg/dl. Outcomes included no hospitalization, no emergency treatment reported. It was concluded that the cause of the hyperglycemia was unclear and that appropriate user support and replacement supplies resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.